Event description:
It was reported that the patient was not able to adjust stimulation. Caller reports display showing "call your doctor" icon. Caller reports a por(power on reset) condition. It was also reported that the patient had a revision of the stimulator the date of reported event date. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g8lg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).